Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer had a low blood glucose event. The customer went to bed with a low of 34 mg/dl. The customer required the paramedic's assistance as a result. The customer declined to provide further details. The insulin pump will not be returned for analysis.